Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection it was identified that the male luer lock had an inverted septum, confirming the reported condition. A pressure test duplicated the leak. A root cause could not be identified.

Event description:
A customer reported to baxter corporate product surveillance a interlink retractable t-connection extension set in which a leak was observed. According to the report, the "proximal hub" leaked a few drops of the patient's blood when they attempted to administer propofol through the "distal hub". There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.